Manufacturer narrative:
Analysis of the 8637-40 found battery high-resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that after a bolus dose the patient¿s pump stopped working even though elective replacement indicator (eri) was greater than 12 months. The low battery alarm came on. The replacement resolved the pump alarm.

Manufacturer narrative:
Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) and company representative regarding a (B)(6)-old, female patient who was receiving lioresal 500mcg/ml at an unknown dose (lot number unknown) via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2016, an alarm was heard. Telemetry confirmed that a critical alarm was occurring due to low battery reset and safe state. No patient symptoms were reported. On (B)(6) 2016, the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.